Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the insulin pump had an unexpected alarm and a pump error. Blood glucose value was 140/mg/dl at the time of the incident. Troubleshooting was performed and the customer was unable to perform a rewind. The device will be replaced and returned.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Unable to verify post-reset ram crc alarm due to critical pump error. Device received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.